Event description:
It was reported the customer was experiencing high blood glucose. Customer's nurse reported the customer's blood glucose reached 500 mg/dl. The customer's blood glucose was 339 mg/dl at the time of the call. The customer was not experiencing any symptoms of high blood glucose at the time of the call. It was also found the customer was hospitalized on (B)(6) 2015 for high blood glucose. The customer's blood glucose was between 497 mg/dl and 599 mg/dl at the time of admission. The customer was treated with an IV drip at the hospital. It was also found the cause of the customer's hospitalization was from diabetic ketoacidosis. The customer was still currently hospitalized at the time of the call. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer had a bent cannula upon removal of their infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.